Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that an incident occurred with the external pulse generator (epg) patient cable. Follow up indicated that the incident involved difficulty with the epg. A new cable was successfully used. The cable is expected to be returned. The epg remains in use. No patient complications have been reported as a result of this event.